Manufacturer narrative:
Additional information received regarding the software version of this device. This device was manufactured with software version 15.11.00.018. The probable cause was determined to be a depleted battery. The battery was replaced and change battery key was pressed and the device passed self-test. This event is not associated with a field action.

Event description:
The date of the event was unknown. The customer reported that the pump had a charging problem. Patient involvement is unknown and there was no report of any harm or an adverse event. Testing and investigation were performed and it was noted the device alarmed for n56 (replace battery). The battery was replaced and the change battery key was pressed. The complaint was verified and the probable cause was determined to be related to a known software issue in version (B)(4). Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.